Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was seen at the hospital for a pinhole in his driveline. The patient¿s system controller was exchanged to a new system controller so they could monitor the driveline diagnostics. On (B)(6) 2015, the patient presented to another hospital with a driveline fault alarm. The alarm was cleared and did not immediately return. Driveline monitoring values indicated a potential open condition, however, there were no indications of any shorts. On (B)(6) 2015, the patient¿s system controller was exchanged and no alarms were noted.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump remains in use supporting the patient. The reported event could not be confirmed through this evaluation. Driveline fault alarms can potentially be indicative of driveline issues; however, a full examination of the pump could not be conducted because the patient remains ongoing on vad support. The pin hole in the patient's driveline was repaired with rescue tape and no further alarms have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's driveline was repaired with rescue tape, and no further alarms have been reported.